Event description:
Reporter indicated that vns patient developed an infection following generator replacement surgery for end of service. It was reported that the patient developed a slight fever and redness at the incision site approximately three weeks after generator replacement surgery. The patient was taken to the emergency room and was hospitalized for 3 or 4 days for IV antibiotic treatment. Infectious disease personnel reportedly recommended explant of the vns system, but the patient's family member would not agree unless resistant infection was confirmed. Several cultures were performed and reportedly did not indicate infection of treatment-resistant staph.